Event description:
It was reported by service report that the head right caster is bent and not allowing the wheel to turn freely. There was pt involvement, however no adverse consequences are reported.